Manufacturer narrative:
(B)(4). Date sent: 4/14/2026 correction: h10, h11 per user facility medwatch, #4900320000-2026-8005.

Event description:
It was reported that during a gastric bypass procedure, it was observed that the stapler stopped mid-fire and would not return to start. Home button was not functioning. Removed battery and reinserted. Stapler reset to home; there were no patient consequences reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 4/13/2026. D4: batch #unk. Additional information was requested, and the following was obtained: was the firing sequence started but not completed? If yes: unknown. Did the device deliver any staples? Unknown. If yes, were the staples formed properly? Unknown. If yes, was the staple line complete? Unknown. Did the device cut? Unknown. If yes, was the cut line complete? Unknown. If yes, was there any issue with the cut line? Unknown. Was there any difficulty opening the device jaws? Unknown. Is the current patient status known? Yes, the patient is stable. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Not that I am aware of. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #ech60l, with lot/batch #a97750, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.